Event description:
It was reported that t:slim x2 pump battery would not charge and caller had been using a non-tandem wall adapter and cable without any power source alerts in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes, replacement charging supplies were arranged, and technical support made multiple follow-up attempts by phone before closing case when customer did not respond and no further assistance was deemed needed.